Manufacturer narrative:
(B) (4). Error code displayed. The ge service rep found a bad hv cable and replaced it. The system functions as intended.

Event description:
The customer reported that the system keeps going into subtraction mode. No pt injury was reported.